Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer reported that drawer 3.2 was experiencing constant failures. It was verified that there was no debris under the pockets. The back panel was opened, and upon inspecting the rear of drawer 3.2, it was found that the retractor cable was only partially seated on the controller board. The cable was reseated, and the pharmacy team checked several pockets in the drawer without any issues. The drawer was also tested in diagnostics and functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.